Manufacturer narrative:
1038671-2023-00909 report number g4: 510k unknown due to the initial device not been reported. Multiple MDR reports were filed for this event, please see associated reports. The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
As reported via legal documentation, this patient underwent left total knee replacement surgery and approximately 8 years 11 months after their initial replacement, they underwent left total knee revision surgery due to accelerated and preventable prosthesis wear. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. There is no information on the surgical procedure or patient outcome. No further issues or complications were reported. No additional information is available.